Manufacturer narrative:
(B)(4). Device evaluated by MFR: fg,promus premier,us, mr 3.00x28mm stent delivery system (sds) was returned for analysis without a stent. No stent returned. Stent separated from sds. The balloon wings were out of there folded position and were slightly misshapen. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed a shaft polymer extrusion kink 63mm proximal to the distal end of the tip. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Reportable based on device analysis completed on 26-apr-2017. It was reported that catheter advancing difficulties were encountered.  The target lesion was located in a coronary artery. A 3.00x28mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to advance through a non-bsc guide extension catheter. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.